Event description:
Device 1 of 4. Reference MFR report: 1627487-2014-15181, 15182 and 15183. The patient had 2 extensions (from the same lot) implanted as part of her scs system. It was reported the patient's scs system was explanted due to the patient experiencing pain with the system. The patient has lupus and her physician feels her pain may be due to inflammation. As a precaution, the physician prescribed the patient antibiotics. The patient's scs system was explanted on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.